Event description:
During face lift procedure dr noted at beginning of case that the bipolar scissors did not seem to be working right. The cord was connected to codman malis bipolar unit and set at 25, and later raised to 30 at dr's request. The codman unit was changed to a valley lab unit. Several burns noted to pt's right cheek and jaw area inside the skin once the flap was folded back. Burned tissue excised.